Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received via cd shipment last 04 apr 2019. After review of medical records, the patient was revised to address a painful and loose femoral component. There was a lot of scar tissue which made removal of the stem difficult. The stem was found out to be only fixed on the proximal end. The femur cracked and was broken right when the surgeon was attempting to determine the final length on the femoral cup after adding the non-depuy revision stem. The fracture was noted to be short. Cables were placed around the femur. Doi: (B)(6) 2010 - dor: (B)(6) 2013 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.